Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due an unknown product anomaly. Other than the procedure no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5, d6 explant date, h6 device, patient and impact codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due an unknown product anomaly. Other than the procedure no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis. Additional information indicated that this pacemaker was incorrectly documented as explanted by mistake. Therefore, no allegation was reported. No adverse patient effects were reported. This pacemaker remains in service.